Event description:
It was reported that the device had an error/not recognizing the syringe size. The event occurred during set up. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was verified during the syringe test process. The cause was a damaged plunger board. Replaced the plunger board to resolve the issue. The pump passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.